Manufacturer narrative:
Medwatch sent to FDA on 12/29/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "pimple like thing" containing puss and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of "pimple like thing" containing puss and lumps as follows: precautions for use: "there is no clinical data available regarding effectiveness and tolerance for the juvéderm® voluma® xc injection for patients with a previous history of or a declared auto-immune disease. The medical practitioner should therefore decide on the recommendation case by case, depending on the nature of the disease and its associated treatment and specific monitoring of these patients must be ensured. In particular, it is recommended to offer a double preliminary test to these patients and to not inject them if the disease is evolving." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) - indurations or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections having been reported, is advisable to take these potential risks into account."

Event description:
Patient reported after injection with unspecified juvéderm® voluma® they developed "a pimple like thing" that "contained a large amount of puss" on their pre jowl area. Patient was then treated with prednisolone and the symptoms settled down. Two weeks later, the patient developed 2 "more lumps below the first one on the mendable. Patient was then treated with a stronger dosage of prednisolone and keflex. Symptoms have "settled to a certain degree."